Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to include the additional event information received on 21-apr-2022 that included some corrections related to the product code of the complaint device used, one concomitant products reported in the initial medwatch report, and the initial reporter information. On 21-apr-2022, additional information was received. The information indicated that the embotrap device used was a 5mm x 22mm embotrap iii revascularization device (et307522 / 21d130av). Per the investigator¿s assessment of the embotrap iii device in relationship to the vessel perforation / hemorrhage, the event is ¿probably not related to the device.¿ there was no immediate clinical consequence when the perforation occurred. There was no device performance issues such as resistance / friction, excessive device movement / instability, or withdrawal difficulty related to the event. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21d130av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. Suspect medical device: brand name: embotrap iii 5 mm x 22 mm. Catalog et307522. Corrected initial repoter: (B)(6). Concomitant products: sofia¿ plus aspiration catheter (microvention).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. The event was reported via the (B)(6) study, the (B)(6) male patient ((B)(6)) with a history of controlled hypertension, covid-19 infection (recovered), benign prostatic hypertrophy (bph), chronic kidney failure, and gout underwent endovascular mechanical thrombectomy of a large vessel occlusion stroke with a 5mm x 21mm embotrap ii revascularization device (et007521 / lot# unknown) on (B)(6)2021 and suffered from an intraoperative vessel perforation with consequent meningeal hemorrhage. His nih stroke scale/score (nihss) was 0 at baseline and 4 on the following day. Computed tomography (CT) scan showed a large right temporal hematoma which was either directly attributable to the mechanical thrombectomy procedure or a hemorrhagic transformation facilitated by intravenous (IV) thrombolysis. The event led to prolonged hospitalization in the neurosurgery resuscitation department. His hospital stay was complicated by a mechanical ventilator acquired pneumonia and unfavorable neurological evolution. Limitation of care was decided, and the patient ultimately expired on (B)(6) 2021. Both the investigator and the sponsor considered that there was a reasonable possibility that the event "vessel perforation" and ¿worsening of stroke¿ were related to the mechanical thrombectomy. IV thrombolysis with alteplase was administered at the time of stroke presentation. A total of three passes were made during the procedure; one pass was made with a 6f sofia aspiration catheter (microvention), and two passes were made with the embotrap ii in combination with the 6f sofia catheter. Aspirin 250mg IV was given as adjuvant treatment. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel perforation, subarachnoid hemorrhage (sah), and intracranial hematoma, and death are known potential complications associated with mechanical thrombectomy procedures and are listed in the embotrap ii instructions for use (IFU). With the information provided, it is not possible to determine the root cause of the event. However, there are patient, procedural, and pharmacological factors that may have contributed to the reported event. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, the (B)(6) male patient ((B)(6)) with a history of controlled hypertension, covid-19 infection (recovered), benign prostatic hypertrophy (bph), chronic kidney failure, and gout underwent endovascular mechanical thrombectomy of a large vessel occlusion stroke with a 5mm x 21mm embotrap ii revascularization device (et007521 / lot# unknown) on (B)(6) 2021 and suffered from an intraoperative vessel perforation with consequent meningeal hemorrhage. His nih stroke scale/score (nihss) was 0 at baseline and 4 on the following day. Computed tomography (CT) scan showed a large right temporal hematoma which was either directly attributable to the mechanical thrombectomy procedure or a hemorrhagic transformation facilitated by intravenous (IV) thrombolysis. The event led to prolonged hospitalization in the neurosurgery resuscitation department. His hospital stay was complicated by a mechanical ventilator acquired pneumonia and unfavorable neurological evolution. Limitation of care was decided, and the patient ultimately expired on (B)(6) 2021. Both the investigator and the sponsor considered that there was a reasonable possibility that the event "vessel perforation" and ¿worsening of stroke¿ were related to the mechanical thrombectomy. IV thrombolysis with alteplase was administered at the time of stroke presentation. A total of three passes were made during the procedure; one pass was made with a 6f sofia aspiration catheter (microvention), and two passes were made with the embotrap ii in combination with the 6f sofia catheter. Aspirin 250mg IV was given as adjuvant treatment.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. The event was reported via the (B)(6) study, the (B)(6) male patient ((B)(6)) with a history of controlled hypertension, covid-19 infection (recovered), benign prostatic hypertrophy (bph), chronic kidney failure, and gout underwent endovascular mechanical thrombectomy of a large vessel occlusion stroke with a 5mm x 21mm embotrap ii revascularization device (et007521 / lot# unknown) on (B)(6)2021 and suffered from an intraoperative vessel perforation with consequent meningeal hemorrhage. His nih stroke scale/score (nihss) was 0 at baseline and 4 on the following day. Computed tomography (CT) scan showed a large right temporal hematoma which was either directly attributable to the mechanical thrombectomy procedure or a hemorrhagic transformation facilitated by intravenous (IV) thrombolysis. The event led to prolonged hospitalization in the neurosurgery resuscitation department. His hospital stay was complicated by a mechanical ventilator acquired pneumonia and unfavorable neurological evolution. Limitation of care was decided, and the patient ultimately expired on (B)(6) 2021. Both the investigator and the sponsor considered that there was a reasonable possibility that the event "vessel perforation" and ¿worsening of stroke¿ were related to the mechanical thrombectomy. IV thrombolysis with alteplase was administered at the time of stroke presentation. A total of three passes were made during the procedure; one pass was made with a 6f sofia aspiration catheter (microvention), and two passes were made with the embotrap ii in combination with the 6f sofia catheter. Aspirin 250mg IV was given as adjuvant treatment. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel perforation, subarachnoid hemorrhage (sah), and intracranial hematoma, and death are known potential complications associated with mechanical thrombectomy procedures and are listed in the embotrap ii instructions for use (IFU). With the information provided, it is not possible to determine the root cause of the event. However, there are patient, procedural, and pharmacological factors that may have contributed to the reported event. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, the (B)(6) male patient ((B)(6)) with a history of controlled hypertension, covid-19 infection (recovered), benign prostatic hypertrophy (bph), chronic kidney failure, and gout underwent endovascular mechanical thrombectomy of a large vessel occlusion stroke with a 5mm x 21mm embotrap ii revascularization device (et007521 / lot# unknown) on (B)(6) 2021 and suffered from an intraoperative vessel perforation with consequent meningeal hemorrhage. His nih stroke scale/score (nihss) was 0 at baseline and 4 on the following day. Computed tomography (CT) scan showed a large right temporal hematoma which was either directly attributable to the mechanical thrombectomy procedure or a hemorrhagic transformation facilitated by intravenous (IV) thrombolysis. The event led to prolonged hospitalization in the neurosurgery resuscitation department. His hospital stay was complicated by a mechanical ventilator acquired pneumonia and unfavorable neurological evolution. Limitation of care was decided, and the patient ultimately expired on (B)(6) 2021. Both the investigator and the sponsor considered that there was a reasonable possibility that the event "vessel perforation" and ¿worsening of stroke¿ were related to the mechanical thrombectomy. IV thrombolysis with alteplase was administered at the time of stroke presentation. A total of three passes were made during the procedure; one pass was made with a 6f sofia aspiration catheter (microvention), and two passes were made with the embotrap ii in combination with the 6f sofia catheter. Aspirin 250mg IV was given as adjuvant treatment.